Event description:
A medtronic representative reported that, while in a cranial open biopsy procedure, the surgeon alleged a 2cm inaccuracy. The surgeon registered the patient using pointmerge. The pathology came back inconclusive. They did an intra-operative magnetic resonance imaging (MRI) where the surgeon discovered the inaccuracy. The surgeon opted to continue the surgery without navigation and then obtained a biopsy that was tumor. Noted was that there was no need to do a second surgery.

Manufacturer narrative:
Patient weight provided.

Manufacturer narrative:
Patient weight not made available from the site.(B)(4) 2014: medtronic representative performed a navigation system check-out, all areas passed. Navigation system was functioning normally.a medtronic representative, following-up at the site, reported examination of patient archive and registration identified that the surgeon used only 4 points for the pointmerge and that the sphere of accuracy was not centered on area of procedure. Recommendations have been made to the surgeon regarding registration and technique. Medtronic representative was unable to replicate the software behavior on resin head with test registration.